Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) overheated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) overheated. There was no patient injury.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, as a precautionary measure the fse replaced the scroll compressor, and then performed all functional and safety checks to meet factory specifications. Maintenance inspection performed, and safety disk, tidal disk, backup alarm battery was replaced during maintenance. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of an overheating issue. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed after 3 hours of testing. Retained the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.